Event description:
During a unk procedure the threaded stud broke on the handpiece. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Information not available, device not returned for analysis. (510(k)#k002906)